Event description:
It was reported that the device was used during an unk procedure, the clips were not closing as v-shape, therefore, not holding properly on the vessel. A new device was used to complete the operation. There was no consequence to the patient.